Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the patient needed 5 sutures during the procedure. The corrective intervention helped eliminate the symptoms.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a patient experienced a thermal burn and corneal edema during a procedure. The procedure was completed. Additional information has been requested but none has been received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Questionnaire received from the customer stating the patient experienced a detachment of choroid in post operative period.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on december 1, 2016. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this handpiece. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).